Event description:
It was reported that the tip of the phillips catheter follower came off in the patient's urethra, leaving the filiform and follower tip on the urethra once the follower was withdrawn. The dr used graspers to remove the follower tip and filiform. It was reported that there was no injury to the pt.